Event description:
On 01/19/2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in (B) (6) 2007 the pt was administered heparin while at a dialysis center and a medical center, and experienced, among other symptoms, heart problems, decreased blood pressure, fainting, and seizures. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.